Manufacturer narrative:
Philips service reloaded the software and identified that gpdu and power supplies require review. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent issue with delayed shutdown on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.